Event description:
An abstract from a journal article was reviewed which contained information regarding an implanted right ventricular (rv) lead. The patient became pregnant while the lead was in use. The patient had the lead checked every month during pregnancy. At the 37th week of pregnancy, the lead showed undefined impedance. A lead fracture was confirmed by x-ray. The lead was monitored by short-period follow-up, and there was no change in the measured values. The cause of fracture was assumed to be from aging, the patient¿s growing, and the increased abdominal girth by pregnancy. The mode of the lead use was changed to aai after confirming lead fracture. The patient gave birth without any complication. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced abstract/article: abstract is from the 7th implantable cardiac device conference held february 20, 2015. No further details were available. Concomitant product: kdr701 ipg. (B)(4).